Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) could not be advanced into the annulus. The nosecone stopped at the leaflets and the dcs could not pass the leaflets into the correct position. The guidewire was changed to a stiffer wire. The dcs was then able to placed in the correct position. While implanting the valve, the valve dove into the ventricle. It was attempted to the implant the valve with more push on the wire and rapid pacing, however the valve could not be positioned correctly. After several attempts, it was noticed that the capsule was broken. The valve was replaced with a non-medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the physician turned the catheter often over the closed point. Tortuosity in the femoral artery and abdominal aorta were reported. Some calcification in the annulus and femoral artery was also reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the device lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The subject delivery catheter system (dcs) was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. There was damage observed on the threading of the screw gear. This damage indicates there were increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Factors which may contribute to the tension in the systems include load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. There was a buckle observed near the proximal end of the capsule and during attempted retraction of the capsule, the capsule appeared to be close to separating, confirming the reported event. Images of the procedure were not received for review. The reported event indicates that there was difficulty advancing the dcs into the annulus. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the patient anatomy was aorta was tortuous and annulus was calcified, which may have been the cause of the reported advancement difficulty. While implanting the valve, the valve dove into the ventricle and not be positioned correctly. It was reported that several implant attempts were made. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect dislodgement and valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. After several attempts, it was noticed that the capsule was broken. The investigation completed into capsule separation found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. It was reported that the guidewire is incompatible with this delivery catheter system. The evolut system instructions for use (IFU) instructs ¿the catheter assembly is flexible and compatible with a 0.035 in (0.889 mm) guidewire¿. The IFU does not instruct a specific brand/model of guidewire. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The capsule was fully closed and the end cap/screw gear snap fit was connected. The handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to the fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. Damaged was observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along full length of the capsule. A buckle was observed in the capsule near the proximal end of the capsule. On attempted retraction of the capsule, the capsule was close to separating. The capsule could not be removed from the dcs. If information is provided in the future, a supplemental report will be issued.